Event description:
It was reported via repair work order that the foot end lift was elevated and was unable to lower due to a malfunctioning foot end lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.